Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a cartridge change on the ilet bionic pancreas; the agent guided the user through replacing the cartridge and reconnecting the infusion set, after which insulin delivery resumed, and the user reported a low blood glucose event during this period with alerts received. Symptoms included sweating associated with hypoglycemia, with a reported nadir of 43 mg/dl and approximately 30 minutes under 70 mg/dl. Outcomes included correction with oral carbohydrates consisting of three glucose tablets and orange juice, without need for medical intervention or third-party assistance and without hospitalization. Investigation included troubleshooting and user education performed by support, including guidance to replace the cartridge and reattach the infusion set to restore insulin delivery. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction, consistent with user-reported successful resumption of insulin delivery after cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.